Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep went out to replace the card and it was already an aau card. The rep did not think anyone else could have changed it. The rep exchanged cards with the software card from his programmer since he knows it works. The rep's thinking was that if it is a card issue, he will see it himself and can then replace the card much more easily in his own programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that on (B)(6) 2017 the hcp was interrogating the pump post MRI and a pump memory error message appeared on the programmer screen. The message showed "pump and catheter data is invalid". Motor stall and motor stall recovery were noted in the pump logs. The hcp was advised to order a current software card for the clinician programmer. Trouble shooting resolved the issue. No symptoms were reported.